Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the lead had high sic (sensing integrity count) counts and several nsvt (non-sustained ventricular tachycardia). It was also reported that during the replacement t-wave oversensing was seen with a low r-wave measurement. The lead was abandoned and inactivated. A new defibrillation lead was added in its place. No patient complications have been reported as a result of this event.